Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time the malfunction occurred. Customer reported that he will determine this vent is worth fixing it due to it's age. Covidien was not authorized to service the device.